Event description:
Customer reported a broken screen on the pump, leaving it black and nonfunctional. There was no reported impact to the customer's blood glucose level. The pump was expected to be returned for inspection, and a replacement pump with a different serial number was provided to the customer.